Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device and the lot number is unk a lot history review is not possible. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the surgeon was positioning the adapter into an acrobat-I stabilizer and it broke. A replacement device was used to complete the procedure. The hosp did not report any pt effects.